Event description:
It was reported that the device was fractured, and manipulation was required to remove it from the body. A 1.25mm peripheral intervention rotapro was selected for use. During procedure for test period, it was noted that the device was severed outside the body but had to be manipulated to remove it from the body. Physician regained wire access with a different wire before exchanging it for a new extra support rotawire. No patient complications were reported and the patient status was good post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The burr catheter was received attached to the advancer. Inspection of the device did not identify any damages or defects. After destructive testing was performed, inspection did not identify any damages or defects. Microscope inspection of the device did not identify any damages or defects. After destructive testing was performed, inspection did not identify any damages or defects. As the rotawire used in the procedure was not returned, a test rotawire was used for analysis. During analysis, the test rotawire was able to be fully inserted and removed from the device with no resistance or issues. When the rotapro advancer was connected to the rotapro console control system and the knob switch (ablation button) was pressed, the device stalled and would not run. In order to determine the cause for the device stall, destructive testing was performed, in which the advancer was dismantled. Product analysis did not confirm the reported events, as no damages or defects within the device were identified during destructive testing, and clinical circumstances were not able to be replicated.

Event description:
It was reported that the device was fractured, and manipulation was required to remove it from the body. A 1.25mm peripheral intervention rotapro was selected for use. During procedure for test period, it was noted that the device was severed outside the body but had to be manipulated to remove it from the body. Physician regained wire access with a different wire before exchanging it for a new extra support rotawire. No patient complications were reported and the patient status was good post procedure.